Event description:
Discordant, falsely low sodium and potassium results were obtained on one patient sample on a dimension xpand plus with hm instrument during a duplicate run. The discordant results were reported to the physician(s), who questioned the results. The patient was redrawn and the new sample was run on the same instrument and both sodium and potassium resulted higher. The initial sample was then rerun on the same instrument, and the rerun sodium results matched the results from the redraw. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium and potassium results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the instrument data, the tsc specialist did not find an instrument malfunction. The tsc specialist advised the customer to perform preventive maintenance, which the customer did. Precision was then run on three patient samples, all of which resulted within specifications. It was discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. The cause of the discordant, falsely low sodium and potassium results is unknown. The cause of the samples being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.